Event description:
It was reported that this patient has received multiple inappropriate shocks throughout the lifespan of the device. These inappropriate shocks have occurred due to oversensing of the patient's signal amplitudes. It was noted that smart pass has been disabled in the past. The patient's system is currently being evaluated with their healthcare provider. No adverse events were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this patient has received multiple inappropriate shocks throughout the lifespan of the device. These inappropriate shocks have occurred due to oversensing of the patient's signal amplitudes. It was noted that smart pass has been disabled in the past. The patient's system is currently being evaluated with their healthcare provider. No adverse events were reported. According to additional information, this device was electively explanted at the scheduled generator change out for normal battery depletion (nbd). A new s-ICD was successfully placed. No adverse patient effects were reported outside of replacement. This product was received by boston scientific for investigation.